Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) and a rv bipolar lead impedance alert had triggered for the right ventricular (rv) lead. The rv lead exhibited spiked - high and undefined pacing impedance, oversensing/noise of short v-v intervals and high rate non-sustained tachycardia episodes. A lead fracture was suspected. Additionally, the implantable cardioverter defibrillator (ICD) exhibited internment eri (elective replacement indicator)/battery depletion. The rv lead was capped and replaced and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.